Event description:
Customer called to report that the unicel dxc 600 synchron system (serial number (B)(4)) generated five erroneously high phosphorus assay (phs) patient results. Customer stated that results were reported outside the laboratory, but were flagged by the physician as being too high. The results were repeated on another dxc instrument (serial number (B)(4)) in the laboratory, and amended prior to patient treatment. Therefore, patient treatment was not affected by the erroneous results. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to conduct a sample probe diagnostic level sense test and to clean the probe with sodium hypochlorite. The cts also advised customer to prime the instrument five times, then to run quality controls.the cts then generated a service request.the field service engineer (fse) inspected the instrument and found through carryover and precision instrument testing that replacement parts were required to resolve the issue. The fse ordered those parts and returned to replace the photometer, which resolved the instrument issue. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.customer has not called back to report any further instrument issues. Customer stated that no one was affected or harmed by the instrument issue.

Manufacturer narrative:
The instrument issue was resolved after the field service engineer replaced the photometer. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)